Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) rep. Contacted isi technical service engineer (tse) and reported they had issues with the erbe generator. Customer informed this was an ongoing issue. Customer explained that neither bipolar or monopolar energy worked, and the customer power cycle the erbe to resolve the issue. Customer informed after power cycling the erbe, bipolar and monopolar energy worked for a while, but then the issue returned. They power cycled the erbe again. Tse advised system logs show m-02 and 4-88 erbe errors. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed as planned with no reported injury. Intuitive followed up and confirmed that the procedure was completed, no open conversion, product was completed. Unable to provide patient information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. M-02-5/c-83 error occurred on start-up. Visual inspection confirmed deep scratches on both sides of the cover. The 25913 and m-02/4-88/4-87 errors were confirmed in the system logs. Root cause is attributed to the module timeout.